Event description:
Patient called stating the cane collapsed on her when she was walking on her porch. This caused the patient to injure her knee and break a couple of her false teeth. Patient requested call back. Medequip was notified of situation and is trying to make contact with patient for follow-up. Patient's cane #40918 was recalled and invacare mailed a new cane to patient's home address. It is unknown at this time if the cane was the replacement cane that invacare sent or the recalled cane that was dispensed in june 2012. Patient also received an hd cane in june 2009.what was the original intended procedure?cane for walking stability.